Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The evaluation of these photos revealed foreign material in the gel of the tubes. A visual examination was conducted on (B)(6) retained samples, which did not identify any instances of foreign material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using five (5) bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed foreign matter in the gel of the tubes. No patient impact reported